Manufacturer narrative:
H3 evaluation summary: correction: h5, h8 additional information: g3, h3, h6 medtronic conducted an investigation based upon all information received. The device was available for evaluation. A running test was performed, but the display of an etco2 value of 150 could not be duplicated. The issue was resolved by replacing the co2 board. It was reported that device etco2 displayed a value of 150 even with a new filter line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an reported condition: deteriorated internal battery. The issue was resolved by replacing the battery. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device etco2 displayed a value of 150 even with a new filter line. It was tested several types and several patients, but the value was 150. There was no reported patient harm.